Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.